Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was subsequently reported that we would not receive the device. This report has been corrected to reflect this information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that there were not discrepancies prior to distribution. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve malfuncationed within one year of initial surgery. Pledge applies. Surgeon: "took out previous valve and replaced. It was occulded somewhere along the valve and ventricular catheter."